Manufacturer narrative:
Based on the completed investigation, the intermittent high-intensity mode was caused by a faulty scope socket resulting in a loose connection. The root cause of the reported broken lens base could not be definitively determined; however, both malfunctions are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the lens base was found to be broken, and there was an issue with intermittent use of high intensity mode. There was no patient involved.